Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the issue persisted; therefore, technical support arranged to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and agreed to return the malfunctioning pump using a pre-paid label.